Event description:
It is reported that during the ivus imaging portion of a peripheral treatment procedure, a tip separation occurred. Access was obtained via the femoral artery. The 95% stenosed 10cm x 1-2mm lesion was located in a moderately calcified and moderately tortuous right superficial femoral artery. The atlantis 018 40mhz imaging catheter did not have smooth movement as it was advanced along a non-bsc guide wire during insertion into the patient. The imaging catheter was then removed from the patient with no resistance. While the physician was wiping blood off the imaging catheter with a gauze outside of the patient, the distal tip near the ro marker became separated. The procedure was finished with another atlantis 018 40mhz imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the following was observed with the returned device: the distal tip assembly was broken off and missing 0.5cm when received, a kink was observed in the tip assembly at 103.2cm from femoral marker at distal side, the guidewire exit port was lifted 0.5mm, and the catheter distal tip area appeared stretched with no observed brittleness. Full image characterization testing could not be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It is reported that during the ivus imaging portion of a peripheral treatment procedure, a tip separation occurred. Access was obtained via the femoral artery. The 95% stenosed 10cm x 1-2mm lesion was located in a moderately calcified and moderately tortuous right superficial femoral artery. The atlantis 018 40mhz imaging catheter did not have smooth movement as it was advanced along a non-bsc guide wire during insertion into the patient. The imaging catheter was then removed from the patient with no resistance. While the physician was wiping blood off the imaging catheter with a gauze outside of the patient, the distal tip near the ro marker became separated. The procedure was finished with another atlantis 018 40mhz imaging catheter. No patient complications were reported and the patient's status is good.